Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred; cause was unknown. Additionally, it was reported that the insulin on board (iob) reading was inaccurate, causing the customer to experience a low blood glucose (bg) level of 40 m/dl. Reportedly, the customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer consumed carbohydrates to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.